Event description:
It was reported that a revision was performed due to tibial implant subsidence.

Manufacturer narrative:
.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned devices shows damage that is not unexpected for explants. A review of the complaint history shows no prior complaints for the listed lots. A lab analysis was completed with the following results: visual inspection of the grit blast surface of the genesis ii tibia base showed signs of cement adhesion. There were signs of burnishing on the grit blast surface. There was abrasive damage noted on the articular surface of the insert that could have been caused by third body debris in the joint space. The exact cause for the loosening is unknown. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.